Event description:
It was reported that a patient underwent a full system revision due to high lead impedance and an end-of-service pulse generator battery condition. High impedance was verified via a system diagnostics test. The explanting facility discarded the explanted devices; therefore, no analysis can be performed.